Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend has been identified. Event description: it was reported that on (B)(6) 2019 the patient fell at home on her right side and suffered a periprosthetic fracture. On (B)(6) 2019, the patient fell at home on her right side and suffered a periprosthetic fracture. The fracture found around the stem or just below, the stem remains well fixed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed from and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that on aug 9, 2019 the patient fell at home on her right side and suffered a periprosthetic fracture. In vivo time of the device is more than 2 year and product remains implanted. Patient later on fell again on nov 16, 2019 broken ncb-plate and re-fracture just below the femoral stem, reported in (B)(4). The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2020 - 00027.

Manufacturer narrative:
Medical product: femoral head sterile product do not resterilize 12/14 taper, catalog# : 00801803602; lot# : 63483729i1. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and had a fall due to which there was a periprosthetic fracture.